Manufacturer narrative:
Unresponsive act button due to flattened dome switch (no crease). Unable to perform displacement test, rewind, basic occlusion test, prime test, excessive no delivery test and occlusion test due to unresponsive button. Unit had cracked belt clip slot, missing end cap sticker, battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.

Event description:
It was reported via phone call that the customer's insulin pump was alarming, and they were unable to clear the alarm due to the act button being unresponsive. Customer's blood glucose level at the time 318 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.